Manufacturer narrative:
The insulin pump was received with unresponsive act and escape buttons due to j2 lcd keypad connector unlocked. The insulin pump had minor scratched display window and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the act, esc, and b buttons are hard to press, but the up and down arrow buttons are fine. Customer's blood glucose was 308 mg/dl. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.